Manufacturer narrative:
This MDR has already been submitter to FDA by the us importer with report number (B)(4).

Event description:
The patient was revised due to an instability/dislocation on (B)(6) 2023. The first implantation date was on (B)(6) 2023. A cup and a glenosphere were explanted. A cup and glenosphere were implanted.